Event description:
Surveillance study. It was reported that following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, type b1, 90% stenosed 2.5x20mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified 2.5x20mm balloon inflated to 6 atmosphere's (atm's) and the placement of a 2.5x20mm taxus express2 drug eluting stent deployed at 14 atm's. Post dilation was performed with the taxus delivery system balloon at 18 atm's. Ivus was performed, confirming the stent was well apposed resulting on 0% residual stenosis and timi 3 flow. Five thousand units of heparin was administered. The patient was discharged 2 days later on bayaspirin and plavix. No angina was confirmed at the 1 & 6 month follow up visits. On day 249, in stent restenosis was confirmed. Reintervention treated the 99% restenosed 2.5x28mm target lesion located in the proximal lad with angioplasty and the placement of a non bsc stent, resulting in 0% residual stenosis. Two thousand units of heparin was administered. The patient was discharged on day 252. Per the physician, the event was listed as "possible related" to the device. No angina was confirmed at the 9 month follow up visit.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu.